Manufacturer narrative:
The device history record for the reported lot number, 30105406, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The received sample was not returned with the original packaging. The sample device was examined showing that the tubing had signs of damaged. There was a split identified on the tubing approximately between 66cm and 67cm marking. The evaluation noted the splitting failure caused a separation of the tube into two pieces. The tube was also flushed through the y connector (proximal end) and distal portion of tubing. Resistance was not felt while flushing. The root cause of the reported issue could not be conclusively determined. All information reasonably known as of 09-nov-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 23-sep-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported "2-days after replacing, it was found that the tube was torn, so it was stopped [and not used]. The patient has dementia and is under medical restraint, so it would be difficult to detach the tube by her/himself." There was no reported injury.